Event description:
It was reported that the 9800 system displays an intermittent low ma error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the touchscreen, tube snubber and hv tank. The system was tested and found to be working as intended and placed back into service.